Event description:
It was reported that an arteriotomy closure of the moderately calcified right common femoral artery with mild calcification at the access site was attempted using a proglide device with a 7f sheath after a diagnostic procedure. Reportedly, when the plunger was retracted a cuff miss occurred. The vessel was re-wired and the proglide device removed. Hemostasis was achieved using a second proglide device. There were no reported adverse patient sequelae. No reported clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that calcification was noted in the right common femoral artery and at the access site. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. Evaluation summary: the device was returned for evaluation. The reported cuff miss was not confirmed. Analysis of the returned device revealed the link was broken at the posterior cuff; however, a link break could appear very similar to the user as the reported cuff miss. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.